Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a burning pain at the implantable pulse generator (ipg) site when stimulation was on. The patient underwent a revision procedure wherein the primary cell ipg was replaced with a rechargeable device. The explanted device was discarded by the medical facility. There were no reported complications postoperatively.